Event description:
It was reported that the right atrial (ra) lead was dislodged due to tined fixation issue. This lead was explanted and new lead was implanted. No additional adverse patient effects were reported.